Event description:
Health professional reported right side device removal due to "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, extended opening, underweight. A microscopic analysis was performed which identified: wear abrasion, an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side device removal due to "rupture." Device was explanted.